Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indications for use were malignant pain and spine/back. The patient's pump was explanted because the "pump was infected." The patient's catheter was tied off and left in the pocket. Diagnostics performed, additional symptoms, the cause of the infected pump, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.